Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was superficial wound infection. There was redness, pain, and puss on the lead wound. Interventions included disinfection of the wound on (B)(6) 2019. The etiology was noted as not related to the device or therapy and related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2019.